Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation instrument outside of procedure. It was reported that the site had a damaged spine clamp. No patient was present. Follow-up with the manufacturer representative (rep) determined that the clamp would not clamp onto the anatomy.